Event description:
A report was received that during the patients ipg replacement procedure (MFR report #: 3006630150-2018-01008), the physician could only connect one of the three leads to the ipg. The patient will undergo a revision procedure wherein the other two leads will be connected.

Manufacturer narrative:
Additional information was received that one of the patients leads from the paddle would not plugged into the new ipg. The patient underwent a revision procedure wherein the lead was replaced and the other two leads were explanted. The patient was doing well postoperatively. Model number/catalog number: sc-2135-50; serial number: (B)(4); batch/lot number : n/a; model/catalog description: phase iii linear lead - 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the patients ipg replacement procedure (MFR report #: 3006630150-2018-01008), the physician could only connect one of the three leads to the ipg. The patient will undergo a revision procedure wherein the other two leads will be connected.